Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with amikacin 50 mg (route, frequency, and duration not reported) and cilanem 500 mg (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy and the patient¿s recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the event and the fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.